Event description:
It was reported that the patient expired. Review of episodes revealed that the patient had three recorded diagnosed episodes in the vt-2 zone. Alerts were reported noting atp therapy unsuccessful, undersensing, and vt/vf episodes . Intermittent undersensing on the ventricular channel as well as on the discrimination channel led to a return to sinus diagnosis during charging for delivery of the first hv therapy. The patient had two additional episodes with atp and one hv shock delivery that also had inappropriate return to sinus diagnosis due to intermittent undersensing. The physician believed there may have been an electrolyte imbalance contributing to a polymorphic vt episode.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.